Event description:
It was reported that the system intermittently would lose video. This could cause the system to be temporarily unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.